Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: vercise cartesia, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5127050. Brand name: vercise cartesia, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7014959 and 7028946.

Event description:
It was reported that the patient underwent an explant procedure of the leads and lead extensions. The patient fell, which was not device related, in january and sustained several injuries, one of which was that the lead incision site behind her ear tore open and exposed the lead and lead extension. The patient was prescribed antibiotics. About seven weeks after the fall the patients wound was assessed by the physician in the operating room. At that time the physician elected to explant the devices to allow the patient to fully heal. The patient is doing well post operatively. The devices were not released by the facility.